Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified solution via gravity. After an unspecified length of time during an unspecified surgical procedure, the customer contact reported that the anesthetist needed to change the solution container. It was reported the anesthetist clamped the tubing using the cair; however solution continued to flow. The anesthetist pinched off the tubing and changed the solution container. Therapy was resumed using the same tubing set. After the surgical procedure was completed, the tubing set was replaced in the recovery room. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).